Event description:
Mercury medical performed a 1-2 week demo for the anesthesia dept on the anastar anesthesia machine. Since the unit is crated and shipped a field service engineer is responsible to certify proper operation of the machine according to mfg specs. When the machine arrived it was uncrated by clinical rep and sales person. When rptr questioned rep on who performed the cerification he stated he did, he is authorized to. Rptr did not witness any test equipment with him to perform the certification to verify the machine was operating properly. Rptr is submitting this info to verify mercury medical is following proper procedures on performing these demos.